Manufacturer narrative:
One opened trocar assembly was received for the report of a stuck probe and light guide in the trocar. The returned sample was inspected and the sample was found visually nonconforming with a damaged septum. A dimensional evaluation determined the sample was conforming for cannula inner diameter and dimple to wall specifications. A device history record review was conducted. The product was released based on the product¿s acceptance criteria. A complaint history review indicated no additional related complaints were associated with the report lot. The trocar assembly was determined to be dimensionally conforming, therefore an exact root cause could not be determined as to why the probe and illuminator had insertion problems with the returned trocar. It could not be determined when the damaged septum condition occurred which would be unrelated to trocar fit. Inability to insert devices into the returned trocar cannula sample are consistent with damaged or bent mating devices or due to the presence of surgical debris that may create an interference fit in the trocar. The related probe complaint confirmed that the mating probe returned was also dimensional conforming and was able to pass through a conforming trocar assembly. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure of an unspecified eye the light guide and probe were stuck in the trocar cannula and could not be completely inserted. After replacing the product with another one, the procedure was completed without known impact or consequences to the patient . Additional information and product samples were requested.